Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous low vancomycin (vanc) result generated by synchron lx20 pro analyzer. The sample was rerun and higher result was obtained. The erroneous result was not reported out of the laboratory. Patient treatment was not impacted based on the erroneous results.

Manufacturer narrative:
Qc data not available. Service was not requested. A clear root cause cannot be determined for this event.